Event description:
Customer reported via phone call that there was a sensor error alarm. The blood glucose reading is 410 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors found 1 of the 2 sensors failed per specifications due to high readings; the remaining sensor passed per specifications with accurate readings.